Manufacturer narrative:
Pump was received with blank display due to corroded battery tube. Unable to perform functional tests due to blank display. The pump/battery tube no heating up noted. Unit had cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump battery overheated and the compartment is corroded due to the leaking battery. Customer's blood glucose was 144mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.